Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, functional and dimensional inspections were performed on the returned device. The difficulty to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty to remove of the protective sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the device an attempt was made to remove the protective sheath off the 3.75 x 12 mm nc trek balloon catheter; however, strong resistance met and the sheath could not be removed off the balloon. The nc trek balloon catheter was not used for the procedure. A new balloon catheter was used for the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.